Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the reload noted no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter during a lap lar procedure for the first firing, they connected the reload to the adapter. The surgeon inserted the device into the cavity; the jaws were able to be opened/closed and articulated. The surgeon tugged the rectum and tried to operate the device again, however the jaws were unable to be opened/closed and articulated. The status indicators were illuminated blue. The surgeon removed the device and trocar from the cavity. The device was not fired at all. No damage caused in the tissue. It was replaced by a competitor's device and the procedure was completed. After that, the nurse re-inserted the battery and the device reacted with no problem. The event occurred in use for patient. The surgical time was extended by less than 30 min. The status of the patient is with no problem. Additional tissue resection is not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. No bleeding occurred.